Event description:
It was reported that tip detachment occurred and remains in the patient. A 185cm moderate support straight pt2 guidewire was advanced for treatment. However, at the end of the angiogram, it was noticed that there was a radiopaque portion showing on the cineangiography. When the pt2 wire was checked, it was noticed that the distal end of the wire had fractured off. A surgical consultant was then called to evaluate, and it was decided to leave the fragment in one of the diagonals of a vessel as it was not causing any issues to the patient. The procedure was completed successfully, and the patient was monitored extensively post procedure and there were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that tip detachment occurred and remains in the patient. A 185cm moderate support straight pt2 guidewire was advanced for treatment. However, at the end of the angiogram, it was noticed that there was a radiopaque portion showing on the cineangiography. When the pt2 wire was checked, it was noticed that the distal end of the wire had fractured off. A surgical consultant was then called to evaluate, and it was decided to leave the fragment in one of the diagonals of a vessel as it was not causing any issues to the patient. The procedure was completed successfully, and the patient was monitored extensively post procedure and there were no patient complications reported. The complaint device was not returned by the customer, nevertheless the customer did provide one picture related to the complaint in the attachments of the complaint #: (B)(4). In the photo was possible to observe the distal tip of the guidewire, detached. Due to the device was not returned no product analysis could be performed. If the complaint device is returned later, the investigation will be opened in order to address the additional evidence.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR. : unit returned with its original pouch batch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. In the photo was possible to observe the distal tip of the guidewire, detached. No failures were found on the device and on the distal tip. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR. : the complaint device was not returned by the customer, nevertheless the customer did provide one picture related to the complaint in the attachments of the complaint. In the photo was possible to observe the distal tip of the guidewire, detached. Due to the device was not returned no product analysis could be performed. If the complaint device is returned later, the investigation will be opened in order to address the additional evidence.

Event description:
It was reported that tip detachment occurred and remains in the patient. A 185cm moderate support straight pt2 guidewire was advanced for treatment. However, at the end of the angiogram, it was noticed that there was a radiopaque portion showing on the cineangiography. When the pt2 wire was checked, it was noticed that the distal end of the wire had fractured off. A surgical consultant was then called to evaluate, and it was decided to leave the fragment in one of the diagonals of a vessel as it was not causing any issues to the patient. The procedure was completed successfully, and the patient was monitored extensively post procedure and there were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Street device evaluated by MFR. : the complaint device was not returned by the customer, a photo of the complaint device was received for analysis. In the photo was possible to observe the distal tip of the guidewire, detached. Due to the device was not returned no product analysis could be performed. Device was not returned for analysis.

Event description:
It was reported that tip detachment occurred and remains in the patient. A 185cm moderate support straight pt2 guidewire was advanced for treatment. However, at the end of the angiogram, it was noticed that there was a radiopaque portion showing on the cineangiography. When the pt2 wire was checked, it was noticed that the distal end of the wire had fractured off. A surgical consultant was then called to evaluate, and it was decided to leave the fragment in one of the diagonals of a vessel as it was not causing any issues to the patient. The procedure was completed successfully, and the patient was monitored extensively post procedure and there were no patient complications reported.